Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per customer device not being returned.

Event description:
It was reported that the patient underwent a 2b slap repair procedure on (B)(6) 2015 where multiple 2.9mm pushlocks, ar-2923bc, and labral tape, ar-7276 lot: unk ((B)(4)) were implanted. On (B)(6) 2017 the patient underwent a revision surgery due to joint noise and pain in the shoulder. During the revision surgery, it was noticed that the labraltape was loose on one anchor. The surgeon said none of the labraltape were covered in synovial tissue like he would normally see with fiberwire suture. The previously implanted labraltape, ar-7276 lot: unk, was removed and four 3.5 bio-composite swivelock (ar-2325bcc) with suturetape (ar-7500) and three 2.9 short bio-comp pushlock (ar-2923bc) with suturetape (ar-7500) were implanted.